Event description:
It was reported the pt had right sided numbness. The physician had a CT myelogram performed, which did not show any anomalies. The physician replaced the one surgical lead with two percutaneous leads. F/u identified the pt had a spinal fusion the same day she had received the original lead and scs system. It was reported the pt had stimulation coverage postoperative. The physician scheduled the pt for a f/u appointment to determine if numbness had resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.